Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the lead failed to capture. The physician elected to not use the lead. The patient was stable throughout the procedure.